Manufacturer narrative:
Initial.

Event description:
It was reported that the patient had been using meal announcements as corrections, leading to maladaptation of the ilet system; a clinician recommended and the patient completed a factory reset, followed by education on proper meal announcement guidelines, with setup completed using a compatible glucose sensor and no further issues reported. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.